Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experiencing extreme high and low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high with bolus via the pump (25 units). The customer was treated with low with a (B)(6). The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose at time of incident was 200 mg/dl. The customer were able to complete pump rewind. The customer received 2 motor erros within 48 hours of each other. The customer did not report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer doesn't want to troubleshoot for high and low blood glucose and no deliveries.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.